Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to recurrent mitral regurgitation. According to the operative report, after visualization of the mitral valve was gained, it could be seen that the anterior leaflet has a torn cusp. The posterior leaflet was intact and the repair of the annulus posteriorly was intact. The ring was explanted and the valve was replaced a bioprosthetic valve.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.